Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. The patient was treated with intraperitoneal (ip) vancomycin and ip gentamycin (doses and frequencies not reported). On an unreported date, pd therapy was discontinued and hemodialysis was started. On an unreported date, the patient was discharged from the hospital. At the time of this report, the patient remained on hemodialysis, antibiotic treatment was ongoing and the patient was recovering from this peritonitis event. No additional information is available.